Manufacturer narrative:
(B)(4). Batch # r9585l. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r9585l. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic gastrectomy procedure, the tissue pad peeled off in the end of the procedure while purification of fat tissue. The tissue pad was retrieved and no pieces were left inside the patient. Doctor removed the whole piece via the trocar. The device was activated with short bites and the output level was 5. The surgeon commented that the tissue pad had the heat while the purification. The blade tip was not broken off and no pieces fell into the patient. A competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.